Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / pt contacted lifescan (lfs) on april 16, 2007, alleging her one touch ultramini meter has a test strip port issue. A medical affairs specialist (mas) mailed a letter to the pt, since the user could not be reached for further clinical info. Approx 6 weeks ago, the pt claimed she could not perform a blood glucose test due to a blocked test strip port. At an unspecified time, she began to experience blurred vision. She did not take any medication after attempting to use the meter. She did not attempt to test after experiencing symptoms. The pt obtained assistance / advice from a medical professional. She was tested on an hcp's meter and obtained a 278 mg/dl and was treated with oral medication. The issue was not resolved and the customer care advocate (cca) sent the pt replacement products. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how long she had been experiencing the symptoms and how long she had the issue with the device. The complaint is being reported because the pt alleged she was unable to test on her meter, experienced symptoms of hyperglycemia, and sought medical attention where she was treated with oral medications.